Manufacturer narrative:
It was identified that the surgeon chose to use the lateral perineal post, board and pad (used for lateral pt positioning when the pt was positioned supine). This is no recommended for use for supine pt positioning. The use of the add'l accessory (lateral perineal post and pad assembly) was chosen by the surgeon to be added to the narrow end of the table. According to the surgeon this was added the the table by surgeon because of the size of the pt. The surgeon has requested to have more support in the narrow area of the table for larger pts. An in-svc of the operating room table and proper usage of equipment has been initiated. A lower leg support accessory exists that is recommended for use to compliment the support of the leg as required by the surgeon.

Event description:
According to a report from the user facility, during an anterior approach (5 hrs/hip surgery), the pt developed injury in the "well" leg side due to increased pressure on the tensor fascia lata. The following day, the pt was brought in for add'l surgery (fasciotomy) to correct the problem.